Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the mid left circumflex artery. A 2.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A lifted, damaged strut was noted in the mid region of the stent. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues.a visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the mid left circumflex artery. A 2.50x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.